Manufacturer narrative:
(B)(4). The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6) 2016. The first follow-up after implantation was performed on (B)(6) 2016. Upon interrogation, the pacemaker was reportedly found programmed with the nominal settings. The pacemaker was then reprogrammed in ddd mode with a basic rate at 60min-1.